Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6123469. A manufacturing review revealed a deviation (16d011) that may be related to the customer's reported failure mode (safety activation failure). Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Although a deviation was discovered in the manufacturing review, it is not possible to determine if this deviation caused the customer's indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in., the safety mechanism failed to function properly. There was no report of injury or medical intervention. Additional information regarding this incident is unknown as the complaint was received from the (B)(6) regulatory agency.